Manufacturer narrative:
The ventilator is in use by the pt and will not be returned to the MFR for investigation as there is no allegation of device malfunction. The MFR concludes the ventilator operated as designed and no further action is required. No device returning for investigation.

Event description:
The MFR received info that a pt was taken to the hospital when his ventilator shut down due to a depleted battery. The device was reported to have alarmed as designed to warn the pt that the ventilator's internal battery was depleting. The pt was reported to have connected to the ventilator to his wheelchair battery (the wheelchair battery was later found to have had a faulty connector) and the ventilator was actually operating from its internal battery. The ventilator alarmed as designed (20 mins of run time remaining, medium priority alarm; 10 mins of run time remaining, high priority alarm) to alert the pt, but the device shut down due a depleted battery before an ac source was located. The pt was taken to the hospital following the event. No permanent harm or injury resulted and the pt has made a full recovery.